Event description:
Patient reported "rupture, pain and swelling". Later healthcare professional reported "rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b1, b5, d6b, h6.

Event description:
Patient reported right side "rupture, pain and swelling". Healthcare professional later reported "rupture". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as surgical damage. Granuloma: unable to observe as it is not related to the manufacturing process. Edema: unable to observe as it is not related to the manufacturing process. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d4, d9, g2, h3, h4, h6.

Event description:
Patient reported right side "rupture, pain and swelling". Healthcare professional later reported "rupture". Healthcare professional additionally reported "palpable masses throughout the inferior and lateral breast, which were presumed to be silicone granulomas". The device has been explanted and replaced.